Manufacturer narrative:
(B)(4). Concomitant medical products: 00590102000 64551477 headless trocar drill pin. Foreign country: (B)(6) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04095.

Event description:
It was reported that during placement of the disposable drill pins through the tibial saw gauge, the pin jammed. The surgeon tried to turn the pin back with a three-jaw chuck, but the pin was also fractured. No harm was done to the patient. The incision gauge was replaced and the operation continued. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned trocar pin found signs of use (nicked, gouged) and remains lodged in the guide and has fractured. Examination of the returned guide found no burrs or damage within the pin holes. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.